Event description:
The customer reported obtaining failing white blood cell (wbc) background counts and wbc voteouts (non-numerical results) from the coulter lh 780 hematology analyzer. The customer also stated that platelet (plt) clumping flags were generated for several patient results. Erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Printouts of the patient results have been requested but were not provided by the customer. The customer repeated and reported results from a different analyzer during the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed that the white blood cell (wbc) aperture 2 was clogged with debris. The fse manually bleached the wbc aperture housing to resolve the high wbc background, wbc voteouts, and platelet (plt) clumping flags. The fse also discovered that the latron primer results were recovering high and replaced the faulty blood sampling valve (bsv) to resolve the issue.

Manufacturer narrative:
Additional information: the blood sampling valve (bsv) was returned to beckman coulter for evaluation. Inspection of the returned bsv indicated that the bsv had no visible damage/defect. The bsv was cleaned and subsequent testing indicates that the bsv functioned properly.